Event description:
ER nurse employee experienced accidental needlestick with safety lok blood collection set while trying to activate the shield using one-handed method. The needle went through her glove and stuck her left hand, 3rd finger, between the knuckle and proximal joint. A small drop of blood was observed. There were no witness to the injury itself at the time it occurred. The nurse reported it immediately to her supervisor, as the pt involved was known to be hiv and hcv positive. Azt therapy was administered to the nurse within minutes after the injury.according to an interview conducted with the ER supervisor the nurse had expressed familiarity and had positive comments about the product.